Manufacturer narrative:
The distributor performed a checkout of the equipment. The power supply unit was suspected as the cause of the event. The part is no longer available. No ge healthcare repair. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in unit power failure. There was no patient involvement.